Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported phenomenon as the device passed the probe check with no error occurring. A microscopic inspection found no damage to the probe unit. However, a short circuit error was observed when the device jaw was closed and the seal button was activated. A visual inspection revealed a portion of the teflon pad was missing with metal exposed. The exact cause of the reported phenomenon cannot be conclusively determine. This type of teflon pad damaged is most likely due to no tissue or insufficient tissue between the probe and jaw during hf activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during a diagnostic unspecified procedure, a probe damage error message was observed. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided.